Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united sates notified biomérieux of misidentification of proteus species as pseudomonas stutzeri in association with the vitek® 2 gn ID test kit. As the customer did not keep the associated strain, culture submittal is not possible. Customer stated no patient results were affected, and no wrong results were reported to a physician. Per customer no patient was harmed or treated incorrectly. The customer indicated a delay of unknown duration, as customer had to set up an api®. Biomérieux investigation will be conducted.

Manufacturer narrative:
This report was initially submitted following notification that a customer in the united states reported low or non-reactive bio-patterns in association with the vitek® 2 gram-negative (gn) identification test kit (card). Biomérieux investigation was conducted. The customer returned 14 boxes of unused gn ID cards from lot 2410128403 for investigation. Examination of these cards, 280 total, did not show any visible defect. One box of biomérieux retained cards from this same lot were also examined, again showing no visible card defects. These cards were tested for performance issues with two internal quality control strains and no deviations were observed. All cards filled and performed as expected. The customer also submitted unpouched cards and used cards for examination. A review of these cards showed all of the cards, except one, had a wrinkle in the tape in the same location. The wrinkle was present in varying degrees of severity. Two of the unused cards exhibiting wrinkled tape were set up to evaluate filling performance. One card filled as expected and one card demonstrated incomplete fill with dry wells and air bubbles. The investigation concluded that the wrinkle in the card tape prevented proper inoculum transfer from the specimen tube, thereby causing the low or non-reactive bio-patterns. The root cause was identified with a specific taper instrument in manufacturing; the mechanical failure has been addressed to prevent recurrence. The vitek® 2 product information includes the following statement in the precautions sections: "prior to inoculation, inspect cards for tape tears or damage to the tape and discard any that are suspect. Ensure that cards are filled properly and do not load any cards that are filled improperly. Check the saline level in the tubes after the cassette has been processed to ensure proper filling of the cards."